Event description:
Jaw of 544965 hem-o-lok endoscopic applier snapped off during a right hemicolectomy procedure. Jaw snapped whilst applying the 4th clip to a vein. Broken piece was retrieved, and procedure continued with a different 544965 endoscopic applier. No harm to patient occurred.

Manufacturer narrative:
(B)(4). Per customer provided information we are unable to perform a thorough DHR review for the alleged defective instrument. Customer submitted pictures show what appears to be a 5mm endoscopic applier with one of the jaws broken off, but the marking and finish on the exterior of the outer tube and the black rotation knob and springs installed on proximal and distal handles is not of a 544965 endoscopic applier design which was produced at this facility. This instrument has not been returned for review or evaluation and it was not produced at this facility therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint.

Event description:
Jaw of 544965 hem-o-lok endoscopic applier snapped off during a right hemicolectomy procedure. Jaw snapped whilst applying the 4th clip to a vein. Broken piece was retrieved, and procedure continued with a different 544965 endoscopic applier. No harm to patient occurred.

Manufacturer narrative:
(B)(4). Per customer provided information we are unable to perform a thorough DHR review for the alleged defective instrument. Customer submitted pictures show what appears to be a 5mm endoscopic applier with one of the jaws broken off, but the marking and finish on the exterior of the outer tube and the black rotation knob and springs installed on proximal and distal handles is not of a 544965 endoscopic applier design which was produced at this facility. This instrument has not been returned for review or evaluation and it was not produced at this facility therefore we are unable to determine what may have caused the alleged defect or validate the alleged complaint.

Event description:
Jaw of 544965 hem-o-lok endoscopic applier snapped off during a right hemicolectomy procedure. Jaw snapped whilst applying the 4th clip to a vein. Broken piece was retrieved, and procedure continued with a different 544965 endoscopic applier. No harm to patient occurred.

Manufacturer narrative:
(B)(4). We are unable to perform a DHR review for the returned instrument since it was not manufactured at this facility. Lot information on the handle is 636624-024 which confirms that this device was not produced at this facility. Evaluation of this instrument shows that one of the jaws broken off, but the marking and finish on the exterior of the outer tube and the black rotation knob and springs installed on proximal and distal handles is not of a 544965 endoscopic applier design which was produced at this facility. Due to these findings, no further actions will be taken in response to this complaint and this record will be deemed closed.

Manufacturer narrative:
Qn# (B)(4). The device history record was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 544965. (1) sample of 544965 lot 636624-024 was received for evaluation with a broken jaw. The age of the is greater than 15 years old and has exceeded the expected life. The fracture plane was examined for signs of material failure , but the fracture plane is flat and clean and appears to have occurred suddenly. Life expectancy exceeded- no further investigation required.

Event description:
Jaw of 544965 hem-o-lok endoscopic applier snapped off during a right hemicolectomy procedure. Jaw snapped whilst applying the 4th clip to a vein. Broken piece was retrieved, and procedure continued with a different 544965 endoscopic applier. No harm to patient occurred.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Jaw of 544965 hem-o-lok endoscopic applier snapped off during a right hemicolectomy procedure. Jaw snapped whilst applying the 4th clip to a vein. Broken piece was retrieved, and procedure continued with a different 544965 endoscopic applier. No harm to patient occurred.